Event description:
The patient received the scs system on (B)(6) 2009. It was reported, the patient is without stimulation and is unable to initiate communication between the ipg and the patient programmer. Patient also mentioned she has not charged her scs system for several months. A replacement charging system was sent to the patient. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.